Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that her daughter programmed the insulin pump with settings and now she is hospitalized. Customer was vomiting and nauseated. The blood glucose reading at the time of the event was 464 mg/dl. Customer admitted into ICU. The current blood glucose reading is 125 mg/dl. The insulin pump will be replaced. Nothing further reported.